Manufacturer narrative:
H10: (B)(4) follow-up emdr for device evaluation: four physical samples, one photo and one video were received by our quality team for investigation. Upon visual inspection, no anomalies were observed. No flash, deformation, contamination or break was noted to the hub. The hubs were inspected dimensionally and were found within specification against the applicable document. During the visual evaluation of the photo, no anomalies were noted to the hub. The video shows a chiba needle connected to an extension line with luer connection. There is liquid leakage at the connection point between the extension line and the hub of the chiba needle. No other anomalies were noted. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001535280 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they are using chi2015 and when hooking up extension tubing it doesn't lock onto the set and leaks. Verbatim: rcc received a complaint via email. Customer is using chi2015 and when hooking up extension tubing it doesn't lock onto the set and leaks material#chi2015, lot#0001535280. When was issue detected? - prior to use. Customer response on oct 16, 2024. What was the impact to the patient? Impact to patient would be the potential for harm. Needle placement is very specific and due to the force required to attach a syringe or extension set, the potential for internal body system injury is significant. How was the issue resolved? Ordering a different needle that does not have a square hub from a different manufacturer. Was the defective product used on the patient? Yes, multiple uses from multiple lots with noted difficulty by providers with leaking of hub and strain with connection to syringe/extension set. Is there a physical sample available showing the reported issue? Yes, this issue has been demonstrated to representative and remaining stock has been pulled from procedure space. Customer response 1 on oct 18, 2024. Unfortunately, I can't give you all of the other lot numbers associated with the leakage issue. I have one other lot number that I can provide and will send it later this afternoon when I'm on site at pain clinic. (The leakage issue was brought to our attention recently. Prior to that, we were not aware of the issue and did not record all the lot numbers that we ordered.)

Manufacturer narrative:
(B/)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a050401 patient problem code: f26. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they are using chi2015 and when hooking up extension tubing it doesn't lock onto the set and leaks. Verbatim: rcc received a complaint via email. Email(s) attached. Customer is using chi2015 and when hooking up extension tubing it doesn't lock onto the set and leaks material # chi2015 lot # 0001535280. When was issue detected? - prior to use customer response on oct 16, 2024 what was the impact to the patient? Impact to patient would be the potential for harm. Needle placement is very specific and due to the force required to attach a syringe or extension set, the potential for internal body system injury is significant. How was the issue resolved? Ordering a different needle that does not have a square hub from a different manufacturer. Was the defective product used on the patient? Yes, multiple uses from multiple lots with noted difficulty by providers with leaking of hub and strain with connection to syringe/extension set is there a physical sample available showing the reported issue? Yes, this issue has been demonstrated to representative and remaining stock has been pulled from procedure space customer response 1 on oct 18, 2024 unfortunately, I can't give you all of the other lot numbers associated with the leakage issue. I have one other lot number that I can provide and will send it later this afternoon when I'm on site at pain clinic. (The leakage issue was brought to our attention recently. Prior to that, we were not aware of the issue and did not record all the lot numbers that we ordered.) Customer response 2 on oct 18, 2024 I hope all is well! The lot numbers are 0001535280 and 0001418206.